Manufacturer narrative:
On 1/26/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leak occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the body, they had trouble with the dilator. Once it was inserted into the body the sheath then started leaking blood. When the sheath was replaced, the issue resolved. The hemostatic valve was broken/leaking back fluid. It did not appear to break into pieces. It did not become detached. The sheath was being used on a patient. No air entered the patient¿s body through the sheath. Blood return was observed but was minimal. No intervention was required. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged inside of hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since a microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggest that the dilator was tried to be introduced not on a straight position as indicated on the odp. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device [00001296] number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leak occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the body, they had trouble with the dilator. Once it was inserted into the body the sheath then started leaking blood. When the sheath was replaced, the issue resolved. The hemostatic valve was broken/leaking back fluid. It did not appear to break into pieces. It did not become detached. The sheath was being used on a patient. No air entered the patient¿s body through the sheath. Blood return was observed but was minimal. No intervention was required. Hemostatic valve damage is MDR-reportable.